Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed date of the event is unknown.

Event description:
At an unspecified time during ivtm therapy, the thermogard ivtm system (sn (B)(4)) displayed error code mid:11 (post nvram). The reporter was unable to provide further details regarding the event. No known impact or patient consequence was reported.